Event description:
The customer reported that the system froze. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The dsad2/dmp2 boards and connectors were reseated during the service call. The related power supply was also evaluated. The system was tested and found to be working as intended and put back into service.